Event description:
A site rep, circulator, reported that the frazier suction was difficult to verify, and then lost verification during use. A message is displayed saying that it requires verification. All other instruments verify without issue and track normally. The site stated they will proceed with the ent case, but will discontinue use of the medtronic product. There was no impact on pt outcome.

Manufacturer narrative:
The device had not been returned to the manufacturer for evaluation at the time of this report.